Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damage on shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damage on shield was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for damage on shield with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and damage on shield was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd vacutainer® k2e 10.8mg plus blood collection tube had a molding defect. No report of serious injury or medical intervention.